Event description:
Per the clinic, the patient was treated with steroids (specific type, date and duration not reported) due to facial nerve stimulation. The implanted device remains.

Manufacturer narrative:
This report is submitted on july 12, 2024.